Manufacturer narrative:
Additional information: b3, b5, h3, h6.

Event description:
Additional information received on 4/25/2025: during the procedure, the ar-3636 knotless fibertak sutures broke, but all fragments were successfully removed. The case was completed by proceeding with another ar-3636 knotless fibertak.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/28/2025, it was reported by a sales representative via email that two ar-3636 knotless fibertak did not perform as expected. The first anchor was properly converted; however, while the surgeon was tensioning the repair suture through the same portal as the anchor insertion, unexpected resistance was encountered, leading to the suture breaking before full slack removal. Additionally, the second anchor's body was observed to be frayed. Due to concerns regarding its integrity, it was not implanted. No additional surgical time was required, and no harm was reported to the patient. This was discovered during a labral repair procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process.